Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and nine months later, computed tomography (CT) revealed that the filter tip likely embedded along the anterior wall at the level of the renal veins adjacent to the right renal artery. Other focal leg penetration seen with abutment of the aorta and duodenum. One of the filter legs which appeared to be slightly misplaced and approached the aorta however it was not clear if this was new or old. Fractured filter component seen within the right ventricle perpendicular to the free wall. Additional fracture filter component seen within right lower lobe sub segmental pulmonary artery. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for alleged filter tilt and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated, struts detached and perforated into organs. The device and detached struts were removed percutaneously. The current status of the patient is unknown.